Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the luer lock piece broke off inside the femoral cordis. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: three pictures were received showing that the luer was broken. Additionally one decontaminated luer was returned for analysis in used condition without its original package. Visual inspection showed that the luer was broken. A review of manufacturing processes was performed. It was verified that procedures in the assembly process were being properly followed. One possible, but unconfirmed, problem source was listed as the product became damaged during use. Based on evidence and investigation, the complaint allegation was confirmed.